Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report from (B)(6) stating that the device "damaged bearings." It is unknown if the device was used during surgery. It is unknown if injury or medical intervention were reported. No additional information available.